Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose between 370 mg/dl and 380 mg/dl. Customer had symptom of high blood glucose; customer had vomiting and feeling weak. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip and IV fluids. Customer was wearing insulin pump at the time of hospitalization. During troubleshooting, customer reported of receiving a no delivery alarm. Customer's blood glucose was 492 mg/dl. It was found that cannula was bent.